Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)

Event description:
It was reported to boston scientific corporation that a rf 2000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, while preparing for the procedure, a generator error (e02) occurred. The account reportedly manipulated the generator to work with another manufacturer's electrode. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.